Manufacturer narrative:
(B)(4). Date sent: 02/16/2021. D4: batch # u5du5n. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device.visual analysis of the returned sample determined that the tlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 35 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it loaded without any difficulties and fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that product failure is multifactorial. It should be noted that the cartridge reload is designed to a lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2020; unknown, assumed 1st day of month that complaint was reported. Batch #: unknown. User facility medwatch form, #mw (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: "this is what was reported in the medwatch report and from the operative report. An enterotomy was made in the proximal and distal ends of the mass of small bowel and using a blue load 75 gia stapler, a common enterotomy was performed; however, the stapler had misfired and only half of the staples were released. We then closed the common enterotomy with another blue load gia staple. The mesentery was then taken using 3-0 vicryl and the specimen was removed from the sterile field. Attention was then turned back to the anastomosis, which was narrow and the staples that had misfired had not appropriately connected at the crotch of the small bowel. These staples were removed and the common enterotomy was further widened using bovie electrocautery using 3-0 vicryls. A handsewn anastomosis was created and buttressed with 3-0 silk lembert stitches. At the end of this procedure, there was noted to be a wide anastomosis that was completely patent without evidence of leak as succuss was removed through the anastomosis. The mesenteric defect was then closed using 3-0 vicryl in a running manner. Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? The patient tolerated the procedure well is the current patient status known? No wound issues, fever or other complications are reported. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No".

Event description:
See attached user facility medwatch.